Event description:
During screening, externalized conductors were observed via fluoroscopy. No electrical anomalies were detected. Lead will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.